Event description:
Facility stated that the unit will allegedly run up and down on its own and at times will allegedly not come back down. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model rpl450-1, serial number/date code (B)(4) is approximately 2 years old. The owner's manual part number 1078987 rev I (jun-06) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.